Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693558 implantable tachy lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient had an infection with positive blood cultures for staphylococcus epidermis and vegetation was observed on the lead approximately four months after the implant of the implantable cardioverter defibrillator (ICD) system. The device and lead were explanted. The patient was reported to be enrolled in the system longevity study. No further patient complications have been reported as a result of this event.